Event description:
The customer reported via phone call that there were air bubbles in the reservoir and tubing of the infusion set. The customer's blood glucose was unknown. While troubleshooting, the customer stated that the size of the air bubbles was 6 mm. The customer explained that the bubbles occurred after two hours. The customer was unable to perform the high pressure test. The customer stated there were no leaks detected nor was there fluid in the insulin pump. The customer was advised that the reservoirs would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.